Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The ventilator generates a continuous audible alarm from the moment it is turned on. The ventilator generates the following technical faults: technical fault description 444004 tfapm_voltge out of tolerance 446024 tfalls_am3v3error 446029 tfalls_ambient faillure detect 485001 tfaagl_ambient faillure detected 431002 tfagd_blower disconnected audible alarm cannot be turned of by holding power button for more than 10sec.